Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a device evaluation is anticipated, but has not yet begun. However, a review of the device history record has been completed and revealed no irregularities during the manufacture of the reported lot # 6270805. Conclusion: a conclusion is not yet available as the evaluation is still in progress. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety mechanism of a 25 g x 1 in. Bd safetyglide¿ needle did not engage properly and a staff member suffered a contaminated needle stick injury. The staff member received post exposure lab work.

Manufacturer narrative:
Results: one unused sample in a sealed blister pack was returned for evaluation. The returned unit was examined for the customer¿s reported issues and no defects were observed during shield activation as the sample activated properly. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.